Event description:
It was reported that the it was noticed during implant that flexibility and shape of the lead tip was different than normal. The lead was retracted and the stylet did perforate the electrode at approximately 1cm from the tip. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all insulators were perforated (stylet/guidewire).